Event description:
It was reported that when the account prepared the preloaded intraocular lens (iol) by putting the balanced salt solution (bss) in the hydration port and pushing the plunger out, it felt a little hard. When the account pushed it forward, the iol optic was scratched. The account immediately removed the iol and implanted a replacement iol. The lens was discarded, but the injector and outer box are available for return. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was not implanted. Section d6b: if explanted, give date: n/a, as lens was not implanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.